Manufacturer narrative:
A steris service technician arrived onsite and received confirmation from user facility personnel that the screw had fallen from the lighting system's main spindle and was re-installed. The steris service technician confirmed the screw was properly installed and secure. The technician further inspected the lighting system and found the unit to be operating properly. No issues were noted with the function or operation and the harmony led585 surgical lighting system was returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure a screw fell from their harmony led585 surgical lighting system onto the patient. The procedure was completed successfully and there was no report of injury.